Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services that they were hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain, nausea, vomiting, pd catheter (not a fresenius product) occlusion and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus aureus and a white blood cell (wbc) count of 1848/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV and intraperitoneal medications that were not reported by the hospital (unknown type, route dose, frequency and duration). The patient underwent a pd catheter revision during this hospitalization (date unknown) and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n (B)(4) was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, nausea and vomiting. It is well established pd patients are at high risk for infections of the peritoneum. The patients peritonitis can be directly attributed to touch contamination during ccpd therapy utilizing the liberty cycler set as reported by a medical professional. Touch contamination is the leading source of transmission of pathogens that cause peritonitis. This is further evidenced by the presence of microorganisms that are prevalent in human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services that they were hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patients pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of abdominal pain, nausea, vomiting, pd catheter (not a fresenius product) occlusion and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus aureus and a white blood cell (wbc) count of 1848/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV and intraperitoneal medications that were not reported by the hospital (unknown type, route dose, frequency and duration). The patient underwent a pd catheter revision during this hospitalization (date unknown) and was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patients peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues ccpd therapy on a newly received liberty select cycler at home post-discharge.